Manufacturer narrative:
Concomitant products: concomitant 50ml syringe pharmedium, lot# 161870121m; unspecified propofol bottle; unspecified PICC line; therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noted the tubing had a cracked female luer and leaked while infusing propofol at 20.4ml/h into the y-site of the fentanyl tubing and connected to a patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a propofol infusion of 1000mg/100ml at 20.4ml/h (50mcg/kg/min) which was connected into the y-site of the tubing for a fentanyl infusion of 500mcg/50ml at 20ml/hr (200mcg/hr), was found to be leaking out of a crack in the female luer of the tubing. There was no harm to the patient however he was noted to be slightly more alert because of the propofol leak. There was no medical intervention required. The propofol tubing had been in use since the prior evening, and the fentanyl tubing had been in use since two days prior.

Manufacturer narrative:
The customer¿s report of leaking from a cracked female luer was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 10.678mm. Examination under magnification showed no stress marks. Functional testing was performed and fluid was noted leaking from the crack. The probable cause of the component breakage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).